Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component, some bents on the dilator were observed. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the resistance with the sheath, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the issue of bent dilator shaft. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer's reported issue of resistance and the hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostaic valve separation issue. It was initially reported that the nurse was not able to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, only with great effort and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was severely bent and not usable anymore so they changed to an new one from the same type. There was a 5 minute procedure delay but it ended successfully. There was no damage or consequences caused to the patient. The customer¿s reported resistance issue is not considered to be MDR reportable since an increased potential for patient injury is remote. On 13-jan-2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component, some bents on the dilator were observed. These findings were reviewed and determined the issue of hemostatic valve separation is an MDR reportable malfunction.